Manufacturer narrative:
Investigation of this incident included analysis of the system database, the system optical coherence tomography (oct) recording, and the operating room surgical video. The system video display recording was not available for analysis. From the analysis of the system database and the system oct recording it was determined that all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment, however, it did reveal what may have been a loss of fluid from the patient interface at conclusion of the laser treatment. The analysis of the operating room surgical video showed the surgeon did not use the standard continuous curvilinear capsulorrhexis (ccc) surgical technique to remove the capsulotomy disc. Additionally, the operating room video showed the surgeon inserted a capsule tension ring. Several requests have been made of the surgeon to provide additional information regarding the radial tear, but no response has been received. The cause(s) of the radial capsule tear is unknown.

Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalyst system (system) subsequently experienced a radial capsule tear in the operating room (o.r.) During the surgical procedure or remove the cataract. No additional complications and/or medical intervention were reported.